Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that her one touch ultra 2 meter was giving her some error messages. The pt mentioned that the reported issue started about 2 months ago from the day she called lfs. The meter was giving her error messages with about 2-3 strips each time she tested to finally give her any reading. About three weeks ago prior to the day she called lfs, she could not get a reading before bedtime due to the meter issue. She had eaten more than usual that night and therefore, she thought that her blood sugar might be high. Hence, she took increased amount of insulin that night before going to bed. She mentioned that she took 10 units of insulin and she shouldn't have done so. At about late night, she started trembling and sweating. She said she was aware that she is hypoglycemic and therefore, she ate something with carbohydrates. She felt better after about 30 mins. She denied receiving add'l medical attention due to the reported issue. She was not tested on another device at the time of concern. The customer service agent (csa) verified that there was no misuse of the meter occurred. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed she administered an increased amount of insulin because she was unable to obtain a meter and felt her blood glucose was high and later developed symptoms that can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.